Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas was lightly dropped, after which the screen displayed a line and became difficult to view, consistent with a screen/visual display malfunction of the user interface component; blood glucose was reported as unaffected, a replacement was arranged, and the user planned to contact their healthcare provider for backup therapy. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization, and continued cgm use via phone or receiver until the replacement arrived. Investigation included remote troubleshooting and review of device function as described by the user. Investigation of this device revealed damage to the display consistent with physical impact, correlating with a screen visibility failure of the display module, with no impact to insulin delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.